Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups) was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A manufacturer representative reported that, while testing the imaging system, the viewing station of the imaging system beeped when unplugged from a known operational outlet. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.